Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported left-side rupture. Physician later reported "chronic pain in left breast" and "implant damage" and ¿histopathological examination to exclude consequences from product leakage into the body¿ diagnosed by ultrasound. Additionally, ¿in the left armpit cavity, silicone deposits up to 14 mm long' and ¿fragments of tissue with a moderately abundant inflammatory infiltration of lymphoid cells, no evidence of neoplastic growth¿ was also reported. The device has been explanted.

Event description:
Patient reported left-side rupture. Physician later reported "chronic pain in left breast" and "implant damage" diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.9, h.3, h.6

Event description:
Additionally, ¿in the left armpit cavity, silicone deposits up to 14 mm long' was also reported.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ pain: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left-side rupture. Physician later reported "chronic pain in left breast" and "implant damage" and ¿histopathological examination to exclude consequences from product leakage into the body¿ . Additionally, ¿in the left armpit cavity, silicone deposits up to 14 mm long' was also reported. The device has been explanted.

Event description:
Device has been explanted.